Manufacturer narrative:
(B)(4). The device has been received from user facility in our (B)(4) and the investigation in on going at this time. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility ((B)(4)): pump switched off / cannot re-start.

Manufacturer narrative:
(B)(4). Result of examination: the history files were read out and analyzed. The reported malfunction was determined as a device alarm (active-reset). The device alarm may a consequence of a different causes. A long term test revealed no abnormalities, either in operation mode or in battery mode. The piezo buzzer operated as intended and alerted correctly. Inside the device we found residues of a dried fluid. It could not be excluded that fluid caused the device alarm. Within our test the device operated as intended. Following is described in the IFU: - prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test. - in case high potent drugs are given be sure to have a second infusion pump for that drug at hand. The therapy documentation should be suitable to continue the therapy at the second infusion pump.